Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as the issue was intermittent. The philips field service engineer (fse) went onsite and identified that the footswitch intermittently fails to register when pressed. The cause of the wired foot switch failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wired foot by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed as planned due to intermittent wired foot switch failure is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.